Manufacturer narrative:
Additional information: h3, h4, h6(update codes), h11 h4: the lot was manufactured between july 29-30, 2024. H11: the device was received for evaluation containing fluid in the bladder as the distal luer was not closed which allowed fluid to empty inside a bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume infusor. It was observed that almost all the drug solutions (fluorouracil and saline) remained in the bladder of the device after the expected therapy time had passed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.